Event description:
It was reported that during implant the guidewire became stuck in the left ventricular (lv) lead. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there was blood on the distal conductor of the lead and it was obstructed. The analyst commented that the lead was returned with the guidewire stuck in the lead. There was dried blood observed in the lumen of the lead. It is likely that the guide wire became stuck after the blood ingressed and then dried during the procedure. The guidewire was removed using destructive analysis.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).